Event description:
The customer's mother stated, that the customer was having unexplained high blood glucose levels for a week. The mother stated, that the customer was hospitalized for hyperglycemia, vomiting and dehydration. The mother was not comfortable having her daughter use the insulin pump and asked to have it replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.